Event description:
It was reported that the pt was experiencing sharp pain in her hip area. Pt reported that her hip would pop out of the joint and her husband would push it back in. Pt reported that this happened at least nine times in the last year and it has caused torn ligaments. Pt states that the pain is from her hip to her knee. Pt had x-rays. Pt had revision surgery on (B)(6) 2012 and is currently undergoing physical therapy.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.